Event description:
Reporter indicated that vns pt has been diagnosed with severe sleep apnea and that the pt stops breathing with stimulation. Treating neurologist indicated that they believed that the pt probably had apnea with their previous ncp system and that it had not yet been diagnosed. It is unknown whether the pt was apneic prior to vns implant. The pt reportedly experiences respiratory changes with and without stimulation. Treating neurologist reduced device settings and plans to prescribe a CPAP machine.